Event description:
It was reported to boston scientific corporation that a single action pump system was unpacked for a procedure on an unknown date. According to the complainant, during preparation, a black like deposit that seemed to be a dirt was noted in the protective cover of the device. The procedure was completed with another single action pump system. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Problem code 2944 captures the reportable event of foreign matter. Investigation result: visual examination of the complaint device revealed that the device does not have visual defects. A functional evaluation was performed by inserting the inlet tubing into water and depressing the syringe plunger to bleed all air out of the system. Water was then pulled through the system inlet tubing and expelled through the outlet tube. The roller clamp was moved to the open position and water was noted to flow through the system. The roller clamp was then moved to the closed position and no water was noted to flow through the system. No issues/leakages were noted. The returned device passes visual and functional tests, consequently, not confirming the reported complaint. Therefore the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a single action pump system was unpacked for a procedure on an unknown date. According to the complainant, during preparation, a black like deposit that seemed to be a dirt was noted in the protective cover of the device. The procedure was completed with another single action pump system. There were no patient complications reported as a result of this event.